Event description:
The facility's biomedical engineer reported an infusion pump with an 807:07 failure code. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.